Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
A 65-year-old male (165 lbs) experienced an unwitnessed cardiac arrest at a private residence, where initial CPR was started by local police (cvpd) and later continued by fire department personnel (cvfd). Manual chest compressions were performed for 5-6 minutes before the autopulse platform (sn (B)(6) was deployed. The autopulse platform was used briefly, approximately 2 minutes, before it displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Per the reporter, the patient was within the weight range. Manual CPR resumed for 11 minutes, during which the platform was replaced with another device. However, the return of spontaneous circulation (rosc) was not achieved, and after 21 minutes, the patient was declared deceased on-site by medical personnel. The cause of death remained undetermined. The patient remained in a state of persistent asystole throughout the call. Per the reporter, the patient's death was not related to the autopulse platform.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of a single point load cell module 2, likely attributed to a failed component. A review of the archive data showed several ua07 messages around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell needs to be replaced to remedy the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). (B)(4) was reported on february 17, 2023. The load cell was replaced to address the (ua) 07 error.